Manufacturer narrative:
The reported events of failure to capture and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. No other anomalies were found.

Event description:
It was reported that the patient atrial exhibited loss of capture. Insulation damage was noted. The lead was explanted and replaced. The patient was unknown.